Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a skin irritation. It was reported that the patient had a rash under her left breast. The area was red and itchy due to scratching. The patient reported that her doctor prescribed (B)(6) ointment and instructed her to remove the lifevest to allow the rash to heal. During a follow-up the patient reported that the rash had improved and that she was wearing the lifevest. There was no alleged device malfunction.